Event description:
After an implantation period of approximately 82 months it was reported that the lead was extracted due to oversensing in the ventricular channel and out of range impedance.

Manufacturer narrative:
The ICD and the lead (protego promri s 65, sn: (B)(6)) under complaint were returned for analysis. The lead (protego promri s 65, sn: (B)(6)) was not returned for analysis. This report is therefore only based on the analysis of the ICD itself, the returned lead as well as the inspection of the quality documents associated with the manufacture of the leads and the ICD. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Iperia 7 vr-t df4 promri (sn: (B)(6)): upon receipt, the device was interrogated. The interrogation could be properly performed and revealed the mos2 battery status. A number of 28 charging cycles was documented. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the right ventricular channel of episode 58. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. There was no indication of a device malfunction. Protego promri s 65 (sn: (B)(6)): the lead under complaint was found cut 14 cm distal to the df4 connector pin. The proximal fragment was returned for analysis. The distal fragment including the rv shock coil and lead tip was not returned. The insulation was, apart from the present cut, free of injuries. Further analysis of the returned fragment, did not show any deviations that might have contributed to the clinical observations.